Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
End user states the bed was delivered and alleges the bed rail will not go down, so the end user can get into the bed.